Manufacturer narrative:
Investigation summary: bd received one photo and one video for investigation. The photo displays the material and batch information, while the video shows boxes of assemblies with the package already open. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: open package/seal - sterility in question. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, the individual packaging of 100 devices was already opened when the box was unpacked. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, the individual packaging of 100 devices was already opened when the box was unpacked. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.